Event description:
It was reported that a tip detachment occurred. A target area was located in the uterus. A 180x25cm fathom -16 guidewire was selected for use. During preparation outside the patient's body, when the tip of the fathom wire was being shaped, it was noted that the tip of the fathom wire slipped off of the stainless steel core wire. The procedure was being completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a tip detachment occurred. A target area was located in the uterus. A 180x25cm fathom -16 guidewire was selected for use. During preparation outside the patient's body, when the tip of the fathom wire was being shaped, it was noted that the tip of the fathom wire slipped off of the stainless steel core wire. The procedure was being completed with another of the same device. There were no patient complications reported. It was further reported that a piece of the tungsten/platinum tip broke off during shaping.